Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part/lot number of the device involved in the event is unknown. T a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Associated products : item#: unknown; unk rhk femoral; lot#: unknown. Foreign : (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03683.

Event description:
It was reported rhk size e right femur in situ with 12mm poly. Patient had dislocated, causing pin to come loose from the poly, and poly loose from the tibial component, which resulted in poly damage to both the tibial art surface and femoral hinge. Patient was revised with a new, thicker art surface and hinge servicing kit.